Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: correction on d10: the initial report omitted the full names of the devices, which have now been added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a defect in the printed circuit board led to the malfunction, resulting in the issue of the serial digital interface channel is not output. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no image. The issue was found during a receipt inspection. The intended therapeutic or diagnostic procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.